Event description:
Zirconia abutment fractured. "Pt's dog hit him in the mouth and fractured the abutment". Remake abutment for customer in zirconia.

Manufacturer narrative:
Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.